Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the screen would freeze, interrupting stylus navigation and the stylus was replaced and calibrated. It was additionally noted that the upper case was cracked, the handle spring clip was missing and the system fan was noisy. All were replaced and it passed its final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and became unresponsive, during use. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the product had been returned to service.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.